Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pt said that the magic3 go catheters are not lubricated enough resulting difficult to insert for the patient. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event is inconclusive due to not enough samples received for testing. Visual: received 1 magic3 go. Verified material number 50816g and batch number jukn1105. Visual inspection noted no obvious observations. Unable to test due to the complexity of the testing. Requires 2 samples to test. Therefore, it is unknown if the product meets specification. A labeling review is not required because event was not confirmed user-related. A review of the device history record was not necessary due to the reported event being inconclusive. Based on the investigation results no additional action is required at this time. Correction: d,g,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said the magic3 go catheters are not lubricated enough resulting difficult to insert for the patient. Unclear if medical intervention was provided. No additional information provided.